Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose. The blood glucose reading was over 600 mg/dl at the time of hospitalization. The customer stated that he observed a kinked infusion set cannula but did not receive a no delivery alarm on the insulin pump. He complained of severe cramping, urination issues, sickness, vomiting, dehydration, and headaches. He noted that he had had high blood glucose all day prior and by the morning his wife had to take him to the emergency room. The hospital treated him with injections via intravenous insulin drip. Upon troubleshooting, it was found that the insulin pump passed the displacement test and all settings appeared to be correct. The customer reported that he received a full dark screen display after a battery change, and after a new replacement, the display went blank. He repeated this and the display came back. Customer stated the device worked fine after troubleshoot. Nothing further reported.